Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of delivery system difficult to remove. The device was not returned for analysis; therefore, a technical analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "delivery system difficult to remove" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported having a hard time removing the interior delivery system specifically the nose cone, after deployment. The physician was able to remove the delivery system successfully and the device was implanted. There were no patient complications reported as a result of this event.